Event description:
It was reported that during investigation of circulated items, devices were identified with damage to their sterile packages. Two of the devices have been contaminated with debris. No patients were involved. No additional information available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was traced to transport/storage issues. Products have been returned. Visual evaluation of the returned products identified that the outer sterile cavities have been damaged; foam debris has been identified in lot 6095766; black porous debris has been identified in lot 2887182. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01771, 0001825034-2020-01772, 0001825034-2020-01773. Reported event was confirmed by review of photographs. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. Customer has indicated that the product will be returned to the manufacturer for evaluation, however, the product has yet to be received. Alternately, evaluation of the photographs provided confirmed that the sterile packaging (blister) is damaged. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the device history record (DHR) review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during investigation of circulated items, devices were identified with damage to their sterile packages. No patients were involved. No additional information available.